Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. The ventilator was powered in ventilate mode where the unit auto-cycled and displayed the following alarms: xdcr fault. The unit was also evaluated in service mode where log files show multiple xdcr fault. The exhalation flow transducer (pt802) failed. The transducer fault was a known issue which can be referenced with CAPA ca-2017-0206 and (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault immediately after power on. The customer confirmed that there is no patient involvement associated with the reported event.